Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed high voltage (hv) varying impedance on the right ventricular (rv) lead. An old out of range impedance alert was noted as well. No changes or intervention was performed. The patient condition was stable.